Event description:
An expro elite snare was used during a clinical procedure for a retrieval. Upon removal of the device, the snare separated and a segment remained in the patient.

Manufacturer narrative:
Manufacturer's investigation concluded the probable root cause of this event is due to either an excessive pull force or device interaction.